Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. No serial number was identified within the article and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. However, all product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Due to the nature of the article published in scientific literature, information required to perform a proper complaint investigation is not made available. Therefore, the root cause of the events included in the article could not be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A study article about ¿phototherapeutic keratectomy for corneal macular dystrophy in an adolescent¿ in that the patient with the history of reduced vision, glare and photophobia in his right eye. He was diagnosed with corneal macular dystrophy and underwent sequencing of the chst6 gene. Left excimer phototherapeutic keratectomy with mitomycin c was performed. He remained relapse free until eighteen months post procedure when his visual acuity declined with the best corrected visual acuity was declined with more than two lines and the stroma appeared more ¿milky¿. He underwent a penetrating keratoplasty in his right eye twenty-four months following the initial phototherapeutic keratectomy. There are two related reports for this patient. This report addresses the patient unknown, right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).